Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. Primary surgery was performed in (B)(6) 2017. The surgeon plans to revise the stem and head. The revision surgery has been scheduled for (B)(6) 2022.

Manufacturer narrative:
Batch review performed on 31 january 2022: lot 163829: (B)(4) items manufactured and released on 12-oct-2016. Expiration date: 2021-sep-27. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.